Event description:
The device was inspected and prepped before use with no issues noted. Physician was attempting to implant one integrity bare metal stent in an unknown lesion but the device could not cross, at this stage the tech noted that the stent was expired. The device was not implanted and was discarded. Patient required a balloon pump but not related to the stent being expired.

Manufacturer narrative:
Results: failure to follow instructions ¿ (IFU states use by the use by date noted on the package); shelf life exceeded ¿ (device used after use by date on labeling); no results available since no evaluation performed) - device or procedural images not provided for review; device not returned for evaluation. Conclusions: user error contributed to event - (device used after use by date on labeling); failure to follow instructions - (IFU states use by the use by date noted on the package); device not returned - (device not returned for evaluation); unable to confirm complaint - (device or procedural images not provided for review). (B)(4).